Event description:
It is reported that the device was implanted in early 2001, and was explanted in 2008 due to the stem fracturing.

Manufacturer narrative:
This report will be amended when our investigation is complete.